Event description:
It was reported the patient presented for a device exchange. During implant, the implantable cardioverter defibrillator (ICD) was unable to produce the morphology template. No changes or interventions were performed. The patient was in stable condition.